Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was unresolved with no further action planned.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1ac5z, implanted: (B)(6) 2017, ubd: 13-jul-2019, UDI#: (B)(4); product type: lead. Product ID: 3389s-40, lot# va1ac5z, implanted: (B)(6) 2017, ubd: 13-jul-2019, UDI#: (B)(4); product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had high impedances on both the left and right lead. There was no clinical correlation. The etiology was stated to be related to the device/therapy and not related to the implant procedure. The event was considered ongoing. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 3389s-40, lot# va1ac5z , implanted: (B)(6) 2017, product type: lead. Product ID 3389s-40, lot# va1ac5z, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the product problem was not determined. No environmental/exter nal/patient factors were thought to had led or contributed to the issue. No patient symptoms were reported.